Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery for a broken arm on (B)(6) 2020, an inserter for titanium elastic nails broke when the surgeon was hitting it with a mallet and was no longer working properly. A backup inserter was used. There was no surgical delay reported. The surgery was completed successfully with no harm to the patient. Concomitant device reported: unknown mallet (part# unknown, lot# unknown, quantity# 1). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record device history lot part: 359.219 lot: 9564239 manufacturing site: hägendorf release to warehouse date: 09.nov.2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. . H3, h6: background: it was reported that during an unknown surgery on (B)(6) 2020, an unknown elastic nail insertion handle broke, it is unknown if there was a surgical delay. Procedure and patient involvement are unknown. This complaint involves one (1) device. Investigation flow: damage visual inspection: the inserter for ti elastic nails (p/n: 359.219, lot #: 9564239) was returned and received at us cq. Upon visual inspection, there were scratches nicks and slight discoloration was observed on the device. The device was disassembled and the tabs of the handle were observed to be broken and the handle was separated from the head of the device. No other defects were identified with the returned components of the device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed, inserter f/ten: se_597966, rev. E/b the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the inserter for ti elastic nails (p/n: 359.219, lot #: 9564239). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.